Event description:
It was reported that this system with a cardiac resynchronization therapy defibrillator (crt-d) and a right ventricular (rv) lead showed noisy signal over sensing that resulted in stored events. No inappropriate shock or pauses occurred. The crt-d was at explant indicator. A defibrillation threshold (dft) test was completed and failed. The impedance was within normal limits. A system revision was scheduled. The rv lead was surgically abandoned, and the crt-d has been explanted at this time. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this system with a cardiac resynchronization therapy defibrillator (crt-d) and a right ventricular (rv) lead showed noisy signal over sensing that resulted in stored events. No inappropriate shock or pauses occurred. The crt-d was at explant indicator. A defibrillation threshold (dft) test was completed and failed. The impedance was within normal limits. A system revision has been scheduled but the rv lead and the crt-d remain in service. No additional adverse patient effects were reported.

Event description:
It was reported that this system with a cardiac resynchronization therapy defibrillator (crt-d) and a right ventricular (rv) lead showed noisy signal over sensing that resulted in stored events. No inappropriate shock or pauses occurred. The crt-d was at explant indicator. A defibrillation threshold (dft) test was completed and failed. The impedance was within normal limits. A system revision was scheduled. The rv lead was surgically abandoned, the crt-d has been explanted and returned for analysis at this time. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. If information is provided in the future, a supplemental report will be issued.